Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the separation and difficulty removing the device appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported it was an acute procedure of the mildly calcified right coronary artery (rca). A guide wire was advanced to the lesion, then the 3.50x15 rx trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated to 9 atmospheres (atm). During deflation, the balloon would not deflate. Multiple attempts were made to deflate the balloon however were unsuccessful. During retraction, the balloon became stuck with the anatomy and the shaft separated at the guide wire exit notch. Two bdc (2.0x20 and 3.50x20 rx trek) were advanced to the separated shaft and inflated to trap the device. The balloons were then retracted, pulling the separated shaft into the guideliner and then everything was removed. Three stents were then placed in the rca to finish the procedure. There was a delay in the procedure due to the device issue however there were no adverse patient effects therefore the delay was not clinically significant. No additional information was provided.